Event description:
During the scope portion of the procedure, the surgery team noted a portion of the tip of the trocar was missing. (A wedge-shaped plastic edge was missing.) It was unclear whether it happened inside or outside of the patient's abdomen. The surgeon was made aware and the patient's abdomen was searched with no success. No injury to patient and case was concluded and taken to the recovery room in stable condition. The broken device was saved. The manufacturer was contacted and the sales representative is to be following up with surgery.